Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: interventional neurologist. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal anchor did not deploy into the artery as intended and the doctor, felt that the device was not behaving the way it usually does. The doctor clicked the angio-seal carrier system to the angio-seal sheath cap, after having withdrawn the dilator and the guidewire, but the anchor was not released into the artery. When the device cap was pulled into the full rear locked position and the device/sheath withdrawn slowly, the whole device came out of the patient and the anchor had not exited the carrier system shaft. The patient was managed by manual compression and a femostop device and had to endure a longer procedure time and longer hospital stay because of the angio seal failure. There was minor patient harm.